Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the full-height drawer 7 in the auxiliary unit continued to malfunction. A field service engineer successfully identified that the position sensor was malfunctioning and replaced it to rectify the problem. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system, experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.